Event description:
It was reported the patient's ipg could no longer establish communication with her programmer and charger. A sjm representative met with the patient and confirmed the inability to communicate. The patient states she does not know the last time she used or charged her ipg. There is a possibility the patient has not used or charged her ipg for more than 90 days. The patient also states she has gained weight since the ipg was implanted. The patient's physician were to consult as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.